Event description:
The customer reported that ambulatory telepacks lost communication with the panorama central station. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the system. Corrections included replacements of the ambulatory telepacks. The system was tested to factory's specs. It functioned normally and was returned to use.